Event description:
Note: this MFR report pertains to the third of four events that occurred during the same procedue. Refer to MFR report numbers: 3005099803-2008-04696, -04695, and -04693 for descriptions of the other events. The physician attempted to complete the procedure using a third optiflo injection needle device, and according to the complainant, "the needle was unable to be retracted into the sheath before placement into the scope channel." The physician attempted to complete the procedure with a fourth optiflo injection needle device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval is not available; therefore, the cause of the reported needle retraction issue is undetermined.